Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of transmission, it was found that the right atrial lead exhibited low pacing impedance and loss of capture. No resolution was performed. No patient consequences were reported.